Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that over the last several months when they would treat their high blood glucose with a bolus, their blood glucose would continue to rise. The customer¿s blood glucose level was 315 mg/dl. They programmed 15 units of insulin but nothing came out of the insulin pump. The device will be returned for analysis.